Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl and 540 mg/dl. Customer¿s current blood glucose level was 418 mg/dl and 312 mg/dl . The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections and insulin for high blood glucose level. Customer stated insulin was squirting out during the fill tubing process. Customer reported insulin continues to drip. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08655 inches. The insulin pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. (B)(4).